Event description:
During the atrial fibrillation procedure, when insertion was attempted, it was noted that the tip of the catheter was fractured. The catheter was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One image was submitted to product performance engineering. The image appeared to show a fractured tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.